Manufacturer narrative:
Investigation summary: catalog # 44587001, s/n (B)(6): the customer reported the instrument was reporting false negative results. The instrument's calibrators were replaced, log file reviewed, and previous instrument issues noted, however, the fse and technical support still could not determine what was causing the false negative results. It was decided in september 2024 that the instrument would be returned to the instrument plant for evaluation. The case, (B)(4), was closed. The instrument has been in transit since october 18, 2024. The instrument has not been received for evaluation and the transit time exceeds the guidance provided for returns so this complaint will be closed. If this instrument is received at a later date, the complaint may be reopened and an investigation may occur. The root cause of this complaint was not determined. The instrument could not be evaluated and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. The instrument has not been received for evaluation and thus, a returned sample analysis will not be performed. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bactec mgit 960 instrument 01 that there was a false negative result. One (1) patient underwent additional testing after consulting with clinicians, however, there was no patient impact. Report 2 of 2.

Event description:
It was reported that while using the bactec mgit 960 instrument 01 that there was a false negative result. One (1) patient underwent additional testing after consulting with clinicians, however, there was no patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.